Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited irregular color tones. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited irregular color tones due to damage to the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. This supplemental report includes a correction to b5 and h6 to include information that was inadvertently not included in the initial medwatch. Correction to h6 "component code" of the initial report, "841-imager" is being corrected to "427-circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumed from the following investigation result that the suggested event occurred by failure of charged coupled device unit or circuit board in video connector. However, there was no information to support our presumption because the detailed inspection could not be performed. Therefore, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.